Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that upon startup the ventilator continuously alarmed with the displayed error message restart ventilator. There was no patient involvement. Importer ref: (B)(4). Manufacturer ref: (B)(4).

Manufacturer narrative:
Our field service engineer exchanged the monitor printed circuit (pc) and control pc boards and ran functional tests before the ventilator was returned to service. The investigation of the complaint has been completed. It is based on an investigation of the returned pc boards. No device logs were received since they couldn't be downloaded. The control pc board worked according to its specification. Pre-use checks succeeded and simulated use test ran for several days without any deficiency noted. The investigation of the monitor pc board confirmed the problem. At the first cold system start a high pitch alarm sounded and the 'restart ventilator' message appeared on the user interface panel screen. The ventilator was unresponsive. This condition was essentially permanent. Electrical measurements showed on communication issues with the monitor pc board. By reinstalling software it was possible to revoke the intermittent 'restart ventilator' issue and start and run the system for a while before the problem reappeared. If the failure appears during ventilation, ventilation will continue with set parameters and audiovisual alarms will be generated. The conclusion is that the reported problem was caused by a hardware issue on the monitor pc board, but the faulty component has not been determined.